Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced feeling very lethargic, thirsty, very weak, and became unconscious. The parent called an ambulance. The patient could not remember the cgm readings from that moment, and no fingerstick and no treatment was done. When the paramedics arrived, the patient was treated with intravenous saline and fluids. The patient regained consciousness when being loaded into the ambulance. When a fingerstick was taken by the paramedics the cgm reading was 68 mg/dl, and the blood glucose reading was 415 mg/dl. The patient was brought to the hospital where the intravenous treatment was continued. The patient was discharged after spending 8 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- correction. B5 describe event or problem - correction. H2 correction. H6 health effect clinical code - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 12/06/2025, it was reported that the patient entered in their home and told their spouse they were feeling hypoglycemic. The patient was sweating and feeling hot and ate a piece of chicken. The spouse gave the patient additional slices of oranges, caramel and soda. At that time the cgm reading was 40 mg/dl and was like that for about 10-15 minutes. The spouse decided to call her son which is a paramedic, who advised to take a fingerstick. The cgm reading was 40 mg/dl, and the blood glucose reading was 24 mg/dl. The patient then passed out and their daughter-in-law immediately called emergency. About 10-12 minutes later, the paramedics arrived and took another fingerstick, and the cgm reading was 40 mg/dl, and the blood glucose reading was 18 mg/dl. Spouse said, it took a while for the blood glucose level to stabilize and the patient was given intravenous fluids. After this the blood glucose reading went up to 90 mg/dl and the patient was given a peanut butter and jelly sandwich. No further medication would have been necessary and the patient did not go to the hospital. At the time of the report the patient was stable. No other details were documented. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.